Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, on (B)(6) the patient underwent an open right hemicolectomy surgery. The surgery proceeded with no issues. As patient was a non-oncological patient it was not needed to cut much and a good vascularization was maintained. Latero-lateral isoperistaltic anastomosis was performed using the reload. No issues during postoperative period. On (B)(6) patient arrives at urgency service with a septic shock and cva due to sepsis caused by abdominal abscesses. When opening in the reintervention they observed that the anastomosis broke between the mesocolon and the terminal ileo meso, just behind the mechanical anastomosis. Resection of approximately 50% of the small intestine was needed as a result of this issue. After two months at ICU, at present time patient is at ward recovering from some respiratory complications, serious neuromuscular atrophies. There was no issues with the staple line or staple formation during the initial procedure.